Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed system notice 50002 ¿the system has detected an electrical component failure¿ in multiple applications with balloon catheter 2af284 with lot number 80356. The data files showed that at least 6 applications were performed with this balloon catheter on the date of the event. Clinical issues were encountered during the case. The reported system notice is not related to the adverse event. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure started to decrease and the patient 'coded;' advanced cardiac life support was provided including drugs, cardiopulmonary resuscitation, and oxygen. The procedure was aborted under general anesthesia, and the patient was transferred to cardiovascular surgery. The patient had open heart surgery to repair a tear in their left superior pulmonary vein and as a result, their hospital stay was extended. It was noted that the patient had no apparent deficits in brain activity or movement and recovered fully. No further patient complications have been reported as a result of this event.